Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The device was returned to the manufacturer service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information in relation to a dreamstation auto CPAP unit. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center. During the device evaluation, the device was visually inspected and scrapped. The power connector of the unit is corroded, corrosion on metallic surfaces, and the unit can't be powered on to be able to collect the error, log machine hours, error code numbers, and software version. Additionally, contamination of dust/dirt was found on the inside of the device. The third-party service center was unable to confirm the complaint.

Manufacturer narrative:
The manufacturer previously reported this device under recall z-1974-2021. After further review, the manufacturer concluded the reported device is not under recall. Section b5 - describe an event or problem that should be reported as: the manufacturer received information from a third-party service center during the device evaluation that the power connector of the unit was corroded. There was no patient harm or injury. During the device evaluation, the device was visually inspected and scrapped. The power connector of the unit is corroded, corrosion on metallic surfaces, and the unit can't be powered on to be able to collect the error, log machine hours, error code numbers, and software version. Additionally, contamination of dust/dirt was found on the inside of the device. The third-party service center was unable to confirm the complaint. Section h7-remedial action and h9-recall(z) number would not be applicable, which has been corrected in this report.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit is corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.